Manufacturer narrative:
Baxter is in the process of inspecting the versacare frame. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that versacare frame CPR function was unable to be activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Event description:
Baxter received a report stating that versacare frame CPR function was unable to be activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. The account was unresponsive to the attempts. Thus, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Although there was no reported injury with this event, if the report of CPR function unable to be activated were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.